Manufacturer narrative:
Section a2, a3, a3b, a4, and a5: unknown; requested but not provided. Section b3: date of event: unknown, not provided section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section d4: model number: a complete model number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section h4: device manufacture date: unknown as serial number was not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Since serial number is unknown a manufacturer record review related to the device including device history record could not be performed. If device is returned or if there is any further relevant information received a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was explanted from patient's eye. The lens was explanted in the secondary procedure and replaced with another lens. No other information is available.

Manufacturer narrative:
Additional information received: additional information received stated the patient complained post operation of blurred vision, halos and glares around lights and difficulty driving at night in the left eye. During examination it was found that while the toric iol originally was placed at 82 degrees axis it had rotated at approximately 35 degrees. The lens monofocal toric intraocular lens (zcu450 18.0) was explanted and replaced with tecnis toric ii iol zcu600 6.00cyl +15.5d. No additional medical or surgical intervention is required. The patient feels better and is doing well. The following codes are no longer appliable: health effect - clinical code : 1845 - eye injury. Device code(s) : 2993 - adverse event without identified device or use problem which was submitted in initial MDR. The following fields have been updated accordingly based on addition response: section a1: age: 85 years. Section a2: date of birth: (B)(6) 1940. Section a3 : sex: male. Section a4: weight: 190 ponds. Section a5 and a6: race and ethnicity : white, not hispanic/latino. Section d4: model number: zcu450. Section d4: catalog number: zcu450u180. Section d4: serial number: (B)(6). Section d4: expiration date: may 23, 2026. Section d4: unique device identifier (UDI #): (B)(4). Section e1: email ID: (B)(6). Section h4: device manufacture date: may 23, 2021. Section h6. Adverse event problem: health effect - clinical code: 2137 - blurred vision. Health effect - clinical code: 2227 - halo. Health effect - clinical code: 2140 visual disturbances. Device code(s): - 1667 - unstable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.